Event description:
It was reported that during a restoration of digestive continuity after hartmann's procedure, protected by a lateral ileostomy. The clamp was taken on the table with the loader. The loader was positioned. The clamp was placed on the colon. At the moment of the section, the cursor did not move. The clamp was removed and replaced with a new one + a new loader. The section was successfully completed without any issues. No consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 10/1/2025. D4 batch#: 196d61. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the glc80 device was received with no apparent damaged and with a glcr80b reload loaded in the device. The reload had the proximal 18 double drivers up without staples, and the remaining drivers down with staples present. During the visual inspection, a crack in the internal tab of the anvil shroud was noted. The crack did not have a functional impact on the device and is unrelated to the reported event. No conclusion could be reached on what caused the anvil shroud to be damaged. The returned reload had the swing tab in the locked position. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 196d61, and no non-conformance's were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: where were the cursor/knobs during the first firing cycle? Were the cursor/knobs in the home position prior to firing? The cursor was in the initial position at the beginning of the trigger, however I do not know where the cursor was during and after the firing cycle. I have the impression that he did not move and that he stayed there.